Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous bilateral peripheral stenting treatment procedure the stent dislodged. Vascular access was obtained via the right femoral artery. The lesion was located in the severely calcified right iliac artery. The lesion was not pre-dilated. A retrograde approach was utilized as the physician advanced the 9.0x40x75cm express ld iliac/biliary pre-mounted stent delivery system (sds) across the lesion. As the physician positioned the express ld stent in the lesion, the express ld stent dislodged in the lesion, but did not migrate. The express ld balloon was never inflated. The physician advanced another 9.0x40x75cm express stent and smashed the dislodged 9.0x40x75cm express ld stent against the right iliac artery wall to complete the procedure. No further patient complications were reported and the patient's status is ok.